Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 482 mg/dl. It was also reported that there was condensation under the display. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. The insulin pump was received with moisture damage on motor, vibrator motor or battery tube. The insulin pump was unable to verify prime alarm, alarm or motor error alarm due to blank display. The insulin pump was unable to perform the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window.